Event description:
Per the clinic, the device was explanted on (B)(6) 2022 under general anesthesia, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 01, 2022.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. This report is submitted on january 11, 2023.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 19, 2022.